Event description:
It was reported via medwatch report that the procedure was being performed on a (B)(6) male. During central venous line insertion in the pt, the pt movement episode that was unexpected caused the insertion guide wire to slip and was lost in the vein. The insertion procedure was stopped and the pt was taken to invasive procedure lab for interventional radiological removal of the guide wire on (B)(6) 2012. The wire was removed successfully.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.